Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the black screen. A technical support specialist (tss) checked the remote smart service (rss) logs and saw multiple instances of the message: 'microsoft-windows-kernel-power 172 connectivity state in standby: disconnected, reason: nic compliance.' The tss applied steps from a knowledge article to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was going black or freezing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.